Event description:
The account alleges that the bed would not go into trendelenburg or reverse trendelenburg.

Manufacturer narrative:
The technician found that the ground strap was tangled around the hi/low motor. The technician untangled the ground strap, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.